Event description:
It was reported that during a laparoscopic gastric bypass procedure, it was reported by the affiliate that the device was fired twice with an ecr60w to transect the small bowel during a gastric bypass. When there was a third firing to close the small bowel the device fired and cut but the staples did not form. The picture given by the surgeon shows how the staples kept their open leg length shape. Used same like product to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not known. If echelon, during which stroke did the event occur? 3rd firing. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Possibly. Were any unexpected noises heard? If so, when? None reported. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The device cut and fired appropriately and did not lock out. The analysis found that one device was returned in good visual condition and with seven ecr60w cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.